Manufacturer narrative:
Per -725 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. No adverse event has been reported. This device broke during surgery, however, the broken part was retrieved and there was no impact to the patient. The broken device was discarded by the hospital following surgery and thus is not available for examination, however, a photograph was provided which confirms the reported failure mode. The device lot code is unknown and therefore the device manufacturing records could not be identified or reviewed. No further investigation can be conducted based on the information provided and corin now consider this case closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trifit ts non-threaded introducer became stuck in the stem during surgery. The broken part was retrieved and there was no impact to the patient.